Event description:
Used clear care eye solution for contact lenses. Did not know that this was not intended for storing contacts. Put contacts in eye next morning and suffered excruciating pain and burning. After several hours, went to emergency room because unable to open eyes without eyes burning.